Manufacturer narrative:
An investigation was performed to evaluate the customer issue. A review of the customer data showed no major shifts or suppression in the control curves. Per additional information, the customer suspected that the unexpected positive results alleged initially were due to contamination. The control CT¿s performed in line with internal release data. The investigation performed did not identify any product problem related to the customer allegation. Based on the information provided as well as the investigation performed there is no indication the product is not performing as intended. The most likely cause of the alleged discrepancy, is a result of contamination during customer workflow. No product problem found. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged discrepant results for several patients while using the cobas c6800/8800 sars-cov-2 assay. According to the customer, during the first potential discrepant run about 40 samples generated a sars-cov-2 positive result. The run before was completely negative. The instrument was decontaminated and the same initial samples along with some additional samples were retested on the same instrument, still generating more than expected positive results for sars-cov-2. The positive results were not released. No harm was alleged. Please note the total no. Of alleged samples is not known. Additionally, no separate, unique patient information was provided for any of the alleged samples. Therefore, 1 MDR is being filed to address all discrepant results. Additional information has been requested but not provided yet. The investigation is ongoing.

Manufacturer narrative:
A customer from canada reported several false positive sars-cov-2 results while using the cobas 6800/8800 sars-cov-2 test. Please note the total no. Of alleged samples is not known. Additionally, no separate, unique patient information was provided for any of the alleged samples. Therefore, 1 MDR is being filed to address all discrepant results. Further information has been requested but not provided. An investigation is ongoing. (B)(4).